Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor position encoder error alarm. The customer stated insulin pump had motor error alarm and was dropped and end of it came loose when it hit the tile floor and it will prime but cannot get program a bolus. Customer reported the drive support cap was loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to contamination at motor home switch. Unable to verify e70 error or perform displacement test, basic occlusion test, occlusion test, prime / a33 test or excessive no delivery test due to motor error alarms. Unit received with detached end cap. No physical damage to drive support disk noted. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched display window and case.